Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of photographs received. Visual examination of the provided pictures identified that the anchor fractured at the base of the slot with part of the anchor off of the inserter and part of the anchor stuck on the inserter. The inserter prongs are bent nearly perpendicular to their original position. Residue can be seen on the anchor indicating signs of use. Product was not returned for further examination. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impacting, the quattro link anchor fractured. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.